Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Customer complaint of low blood results. Customer states the he feels well and requires no medical attention. Customer's expected blood results are 90-110 mg/dl fasting. Verified the strips expire 02/26/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 154 mg/dl and 165 mg/dl not fasting. Reviewed meter memory: 98 mg/dl (B)(6) 2015 05:00:00 am fasting: yes; 102 mg/dl (B)(6) 2015 05:00:00 am fasting: yes; 90 mg/dl (B)(6) 2015 04:46:00 am fasting: yes; 56 mg/dl (B)(6) 2015 07:26:00 am fasting: yes; 97 mg/dl (B)(6) 2015 04:4100 am fasting: yes. Customer is concern of 56 and 90. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 02/26/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 154mg/dl and 165mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.